Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureteroscopy (urs) procedure and using a ncircle delta wire tipless stone extractor, the extractor failed to open/close. When the basket is closed there is a wire still showing. They did not notice the issue prior to using the device. The procedure was completed by using a new device. No section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence.

Event description:
Information was available but inadvertently omitted from the previous report. Two ncircle delta wire tipless stone extractors experienced the same failure mode during the procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a ureteroscopy (urs) procedure and using 2 ncircle delta wire tipless stone extractors, the extractors failed to open/close. When the baskets are closed, there is a wire still showing. They did not notice the issue prior to using the devices. The procedure was completed by using a new device. No section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence. Corrected information: b5, d3 investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. Photos of the 2 complaint devices were provided, showing the basket not fully retracted into the sheath. The specification is for the basket to extend 1-2mm from the distal end of the sheath. Measurements of the basket extension were not obtained, but the provided pictures showed the baskets may have not retracted to the 1-2mm specification. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification. Based upon the available information and results of the investigation, cook has concluded that the cause of the event could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.